Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was reported that insulin delivery was suspended due to low sensor glucose value which was 64 mg/dl and lower limit in the sensor settings was 70 mg/dl. Blood glucose value associated with the triggered suspend event was 136 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed. The product will not be returned for the analysis.